Event description:
When using the electric razor to shave a patient for surgery the patient's skin was nicked over stretch marks. The razors on the clipper head are rough and difficult to use. The clipper head does not glide smoothly over the skin and it catches and pulls. The clipper head is a disposable product.